Manufacturer narrative:
A ge oec service rep investigated the issue and found corrupt software that was re-loaded to repair the image display issue. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9900 fluoroscopy system had distorted images on recall and attempted download to pacs.